Event description:
When we went to use the power source with the disposabale handpiece, the machine acted as it was functioning without any visible ablation of tissue.when the button was depressed nothing happend. Unpon further inspection the port where the disposable device attaches was found to be burned.